Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: see scanned table. The caller also repeated the test with the inratio meter. The test results are as follows: see scanned table. The patients dosage of medication was changed.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. As per internal procedure tr#0150 rev.2 the inratio and lab values are within the confident limits. The product will not be investigated. The patient had change in dosage of coumadin. This is an adverse event. Also, caller repeated the test with inratio meter. The results are as follows: see scanned table. As per internal procedure tr#0150 rev.2 the %cv is less than 20%, the cv is within the acceptance criterion. The product will not be investigated.